Event description:
It was reported during cleaning that the collet was leaking oil. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported and no adverse consequences were alleged with this event.

Manufacturer narrative:
The attachment has yet to be received by the manufacturer. A follow up report will be filed once the product evaluation has been completed.